Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Mps reported that j6 arm could not trun so it was not possible pass the homing. The case was canceled. Found eceeded the bump stop and I found dameged bumpstop.

Manufacturer narrative:
An event regarding registration fails involving a mako robotic arm was reported. The event was confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced: yes. Troubleshooting notes: none. Work performed: I found exceeded the bump stop and I found damaged bumpstop. So, I replaced the bump stop and adjusted transmission cable. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that (B)(6) was inspected with no reported discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.